Manufacturer narrative:
(B)(4). The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a lead pull due to pain at the thigh. It was unknown what caused the pain. The patient was given a shot of muscle relaxer and was doing well postoperatively.